Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had an unexpected restart alarm on their insulin pump. Customer also reported several other alarms occurring. It was also found the unexpected restart alarm was recurring during normal insulin pump use. Customer's blood glucose was 8 mmol/l. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
An alarm was noted in the history due to a corrupted history file. The insulin pump passed the reset error test and the self test with no alarms. The insulin pump was received with a scratched display window, scratched reservoir tube window and a cracked reservoir tube lip.